Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the gas forced infusion tubing leaked during vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no impact on patient.

Manufacturer narrative:
Corrected information provided in b.1., b.2. And additional information provided in h.11. Following submission of the initial report, upon further assessment, it was determined that the issue was related to the gas forced infusion tubing leakage and this information does not meet criteria for reporting based on applicable medical device regulations. No further reports will be scheduled under mfg report num 1644019-2024-02861. The manufacturer internal reference number is: (B)(4).